Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery, the patient developed toxic anterior segment syndrome and it was judged as endophthalmitis. The iol was replaced. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.3., b.5., b.6. D.6., d.7., d.11. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that on the first postoperative day the patient had eye pain, hyperemia, corneal edema, anterior chamber cells with increased intraocular pressure (iop) and endophthalmitis was suspected. The patient was treated with steroids, antibiotics, non-steroidal anti-inflammatory eye drops and an oral antibiotic. Two days later, the symptoms were more severe and included anterior chamber flare and posterior synechia. The patient no longer had eye pain and the iop had decreased. A bacteriological test was performed with negative results. The treatment continues and the outcome after the initial treated was reported as prolonged. Additionally, surgical treatment of an anterior chamber washout and the iol was removed from the eye was performed on the third postoperative day. The patient recovered after the surgical treatment. The clinical judgement was reported as non-infectious and resulted in a disability.